Event description:
It was reported the pt underwent valve replacement surgery, receiving a 27mm biocor valve in the mitral position and an sjm annuloplasty ring in the tricuspid position (medwatch # 3001743903-2009-00012); 169 days post-op the pt expired. The physician does not believe the death was related to the bioprosthesis, but noticed the leaflets were thickened and requested analysis from sjm. Additional info has been requested.